Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failure. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy procedure. The stapler was being used when anastomosing the colon and the stomach. The staples did not form properly. The handle was completely squeezed. There was no excessive tissue brought into the cylinder. The device and anvil were a match. The stomas was incomplete. It was overlocked. Manual suture was conducted to reinforce. The anvil was not tilt after firing. The anvil was not bent. The patient did not carry any infectious diseases. The procedure time was extended by less than thirty minutes. There was no patient harm.